Event description:
It was reported that the patient underwent a surgical intervention to explant an inflatable penile prosthesis (ipp). Upon explant, the ipp was identified to have lost fluid. A new ipp was implanted. No patient complications were reported.